Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix 2000 ml eva tpn bags were observed leaking. Three of the bags were leaking at the middle port and one bag was leaking at the right port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.